Manufacturer narrative:
The subject device was returned. Evaluation of the sample noted bent guide wire and backup tabs; the device misfired and a broken fastener was deployed during functional testing. This is a known result of a bent components identified. This condition is not indicative of the as manufacture condition. No manufacturing anomalies were found and a review of manufacturing records indicate the product was manufactured to specification. While a definitive root cause cannot be determined, the most likely cause is an event occurring during user / device interface, which likely led to the deployment issues reported. Based on the investigation performed and sample evaluation, there was no indication that the event as reported was caused by a manufacturing discrepancy. The instructions-for-use supplied with the device states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue. Place the tip of the optifix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Counterpressure should be applied to ensure the fastener is fully deployed. Compress handpiece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head of the fastener. Place another fastener in the same vicinity. If the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient". Sample evaluated.

Event description:
As reported during an intraperitoneal onlay of mesh procedure on (B)(6) 2021 using an optifix straight fixation device, an unknown non-bard/davol mesh was implanted in the patient. As reported, every second tacker stuck when trigger was pulled and the event occurred 4 times. As reported, there were broken or loose fasteners in the body presenting as a result of the event. A new fixation device was used to complete the procedure. The surgeon is an experienced user of the device. There was no reported patient injury.